Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - safety mechanism difficult to activate (safetyglide) as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle safetyglide 23x1-1/2 rb tw safety mechanism difficult to activate. The following information was provided by the initial reporter: material # 304387. Batch # unknown. It was reported by the customer that the safety needles have a flimsy actual needle and are hard to activate the safety on verbatim: rcc received a complaint via email. I don't know if anyone has told you but*** is very concerned about our new "safety" needles. The actual needle is flimsy but it is hard to activate the safety on it. The nurses feel like they are going to stick themselves because their finger is trying to slide it up. What happens is their finger pushes to engage the safety piece and it slips off of it and goes to the top of the needle. It did actually happen in. Additional information provided: I think we figured out the issue. It was happening with non-lure lock syringes. 1. When trying to activate the safety using the tabletop method it would fly off the syringe without engaging. 2. If using the finger to slide it up it is hard to activate with "wet" gloved hands it is hard to activate and the finger would slide up the device without engaging. However, getting new devices for the non-lure lock syringes.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.